Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-02740.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bilateral inguinal hernias, bilateral kugel hernia repair with excision of properitoneal fat/lipomas, stress urinary incontinence, sensation of heaviness of the bladder and a feeling that her bladder was falling out, grade ii cystocele, vaginal vault prolapse, stress urinary incontinence, intrinsic sphincter deficiency and underwent anterior repair, sacrospinous ligament fixation, transobturator tape sling with cystoscopy on (B)(6) 2009, urinary leakage, dribbling and atrophic vaginitis.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced rectocele, blood loss, pain, swelling, fatigue, vulvar atrophy, bladder problems, nonsurgical and additional surgical interventions.